Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an events of kinked cannula with two infusion sets and patient notice symptoms within 3 hours of insertion. Site of insertion was abdomen and was rotated regularly. Patient's blood glucose value became high and patient took correction bolus via pump. Patient also replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.